Manufacturer narrative:
Based on the current information provided, the cause of the tissue pushout event is unknown. The sureform 60 instrument and sureform 60 black reload were returned to intuitive surgical, inc. (Isi) and failure analysis (fa) found the sureform 60 black reload to have the knife exposed within the knife track. The most probable common cause is determined to be misuse (example: firing across a staple line or other obstructions). Additional findings not reported by the site included significant blade damage, which is also attributed to misuse, and pusher damage which is attributed to component failure. Failure analysis investigation for the sureform 60 instrument did not confirm or replicate the customer reported tissue pushout event. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues, moved intuitively with a full range of motion in all directions and the grips opened and closed properly. No errors appeared during in-house testing. A follow-up MDR will be submitted if additional information is obtained. Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, which reveals the following complaints are related: the sureform 60 instrument used during the first tissue pushout event is captured on the record with patient identifier (B)(6). The second tissue pushout event which occurred with the sureform 45 curved-tip instrument is being reported under the related record with patient identifier (B)(6). An advanced stapler log investigation was conducted by an isi failure analysis engineer and showed that the sureform 60 stapler was installed on the system 2 times and fired 1 black reload. On the first install, the first clamp was successful, and the firing was completed with no pauses for compression. On the second install (black reload), the first clamp was completed. The clamp was completed at timestamp: "(B)(6) 2023 21:16:49". Approximately 11 seconds later, the master supervisory controller (msc) logs show that the emergency stop button was pressed from surgeon side console (ssc) 2, likely during a second firing event. Pressing the e-stop button during a firing event, will cause it not to be recorded in the digital signal processor (dsp) logs in some cases. The dsp logs do not show an unclamp was attempted prior to pressing the e-stop. There was a successful unclamp at timestamp: ¿(B)(6) 2023 21:17:51¿, 51 seconds after the e-stop was pressed. There was nothing in the logs to indicate that the clamp or unclamp were not successful. The logs showed that the sureform 45 curved-tip instrument was also installed on the system 2 times and fired 1 white reload. On the first install, the first clamp was successful, and the firing was completed with no pauses for compression. On the second install, the first clamp was completed. The clamp was completed at timestamp: ¿(B)(6) 2023 21:21:17¿. Approximately 8 seconds later the msc logs show that the emergency stop button was pressed from ssc2, likely during a second firing event. Pressing the e-stop button during a firing event, will cause it not to be recorded in the dsp logs in some cases. The dsp logs do not show an unclamp was attempted prior to pressing the e-stop. There was a successful unclamp at timestamp: ¿(B)(6) 2023 21:21:53¿, 28 seconds after the e-stop was pressed. There was nothing in the logs to indicate that the clamp or unclamp were not successful. There were no other stapler related errors in the msc logs. There are no system log errors that would have caused or contributed to the reported event. Images and a video clip associated with this reported event were submitted for review and it was confirmed that there were malformed staples and from the video at around 0:13, there was a tissue push out event and it appears the surgeon used a black reload when the event occurred. With this image and video alone, the cause of the issue is undeterminable. This is considered a reportable event due to the following conclusion: the sureform 60 instrument experienced a tissue pushout event while firing a black sureform 60 reload which resulted in an incomplete staple line. A sureform 45 curved-tip instrument with a sureform 45 white reload was then used in an attempt to complete the staple line but another tissue pushout event occurred, which is being reported on the record with patient identifier (B)(6). After the two tissue pushout events, a third-party stapler was used to complete the staple line.

Event description:
It was reported that while using a sureform 60 instrument with a black sureform 60 reload during a da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure, there was a firing issue resulting in a tissue pushout event. Through follow-up with the customer, the following additional information was confirmed or obtained: while stapling across a previous staple line, the tissue was pushed forward and injured resulting in an incomplete staple line and malformed staples. The surgeon pressed the emergency stop button during this event but, the stapler was not stuck and did not need to be manually released as previously reported. After the tissue pushout event, completion of the staple line was attempted with a sureform 45 curved tip instrument using a sureform 45 white reload but, another tissue pushout event occurred, and the staple line was completed with a third-party stapler. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The second tissue pushout from related patient identifier, (B)(6) occurred using a black sureform 45 reload.